Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt passed away. The pt had been doing fine at home and then called the outpatient pager complaining that he had "thrown out" his back. He had chronic back pain for which he took pain medicine for. The pt was going to take a muscle relaxer and some ibuprofen and call back the following morning with an update. The pt's wife woke up early the following morning to a red heart alarm, called the pager, and said that the pt was not breathing. The pt's system controller was exchanged without resolution of the alarm, and the pt was taken to the hospital. The pt was already gone by the time he was being treated. Preliminary reviews of the pt's primary and backup system controller log files were performed. The log file of the primary system controller contained multiple pi events. A low flow alarm was noted, and a few mins later a percutaneous lead disconnect occurred. The percutaneous lead was then connected and then disconnected. This was repeated several times in the beginning of the log file of the backup system controller until it was left connected, and the pump speed returned to normal as well as the flows.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.